Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked display window corner, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the display on the insulin pump. Customer has no insurance. Insulin pump will be replaced for now. Customer's blood glucose level was 18 mmol/l. No additional information provided.